Event description:
It was reported that a diabetes educator inquired about missing continuous glucose sensor readings on the ilet system, with concern for a potential malfunction of the pump or app, and the event was characterized as cgm signal loss associated with intermittent communication failure, with the responsible device not identified and component references to electrical/magnetic elements and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, as well as review of ilet logs. Investigation of this case revealed an interoperability problem, and logs confirmed that the ilet pump functioned properly while the gap in cgm data was due to signal loss from the cgm communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.